Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. When the steerable guide catheter (sgc) entered the left atrium, a clot was observed. The sgc was withdrawn into the right atrium and the physician attempted to aspirate the clot. The patient received heparin and the activated clotting time (act) was 320 seconds. The sgc was then removed from the patient and flushed several times. However blood remained in the back chamber of the sgc. Therefore, the sgc was replaced. Two clips were successfully implanted, reducing the mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombosis was unable to be determined. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication required and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.